Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the cause of loc was felt to be related to the patient's condition. A new rv pace/sense lead was implanted. This shocking portion of this chronic rv lead remains in service. The patient remains hospitalized. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of electrocautery during an unrelated procedure. The oversensing resulted delivery of inappropriate anti-tachycardia pacing (atp), several shocks and episodes of pacing inhibition for up to five seconds. The patient coded during the procedure. A magnet was then placed over the device and terminated the patient out of torsades. Review of the stored episodes revealed loss of capture (loc) during atp delivery. The loc was suspected to be related to imbalanced electrolytes or a potential infarction. All other lead diagnostics were noted to be stable and within normal limits. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.